Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010; 620rg29 heart ring implanted: (B)(6) 2008.

Event description:
It was reported that the patient received inappropriate therapy due to a fracture on the right ventricular (rv) lead. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.